Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. Two photos were provided by the customer. The photos showed the inner cannula which was cracked across its length, the most probably in its split line. The affected inner cannula was a disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition. The root cause of the reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cannula was defective. No patient injury was reported.